Event description:
Boston scientific received information that this right ventricular (rv) lead had inadequate slack and was found to be dislodged in the patient as confirmed through a chest x-ray. As a result, defibrillation threshold (dft) tests conducted during a general device change-out procedure were unsuccessful. The physician decided to later surgically abandon the rv lead and implant a new rv lead instead. Afterwards, dfts were successful. The old rv lead is no longer in service. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.